Manufacturer narrative:
A ge service representative performed an onsite investigation. The battery charge voltage was evaluated and readjusted. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system would intermittently freeze during operation, a precharge voltage error message was displayed-saying power off for 10 seconds. There is no report of death or serious injury.